Manufacturer narrative:
The returned samples and lot number of this event was received. The DHR was reviewed without any similar issue, the retained sample was tested and meet the specification. The returned sample was tested and they met the specification. The issue can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Updated on september 7, 2024: on september 3, 2024, we received 10 samples returned by the customer.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Customer is stating the caps are very difficult to remove. In order to remove the cap, he must hold the needle tightly and he realized that after the needle leaked a few times that the needle had became loose and that resulted in leaking and spraying.